Event description:
Event description cpi received information that this porous tined lead was capped due to a lead fracture. During a replacement procedure of an implantable pulse generator (ipg) the physician elected to replace the lead.